Manufacturer narrative:
Pc (B)(4). Date sent: 10/7/2020. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: please provide a timeline of events. No further information is available. Were there any difficulties with device experienced intraoperatively? No further information is available. Does the surgeon believe that an alleged deficiency of device caused or contributed to the ulcer? No further information is available. Did the patient have a history of peptic ulcer disease? No further information is available. How was the ulcer diagnosed? No further information is available. Were any biopsies taken? No further information is available. What treatment was done? No treatment was required. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a pancreaticoduodenectomy, gastroduodenal ulcer occurred at the stapled tissue. It was unknown when the operation was performed. The surgeon commented that there was bleeding from the ulcer part.